Event description:
The infant was noted to have skin reaction/contact dermatitis to the EKG electrode/leads. The infant did not have any allergies. Areas to chest/abdomen where the leads were placed noted to be red, raised, inflamed, and circular in appearance and the exact size of each individual lead (2.5cm). The areas were dry, no drainage, no open areas. There is no skin prep recommended.